Event description:
Per (B)(6) distributor, a user facility reported that the vti is too low. The distributor didn't provide clear indication if the device was on a patient at the time of the failure.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) evaluated the device and determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The distributor in (B)(6) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of may 08, 2015 the alleged faulty turbine assembly has not been received. In addition carefusion has requested from the distributor additional information regarding if the device was on a patient at the time of the failure. As of may 08, 2015 there has been no response from the distributor.